Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge their ipg as recommended. Subsequently patient¿s scs ipg was not able to communicate with external devices and patient programmer displayed an error message. Company representative confirmed ipg inoperable. As a result, a surgical intervention may be pending to address the issue. Patient is implanted with a thoracic and lumber system. This is regarding thoracic system with date of implant: (B)(6) 2017.

Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 wherein scs ipg was explanted and replaced with a new model. Therapy has been restored post operatively.